Event description:
It was reported that a novum iq syringe underinfused during infusion. The device indicated that the pump had completed infusion; however, it was observed that fluid remained that had not been delivered to the patient. The device contained ampicillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g4: PMA/510k # or bla #: update entry to k211125. Additional information was added to d4, h6 and h11. D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.